Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a continuous subluxation problem. Update 11/05/2013 - on (B)(6) 2012, updated information was received, which included patient initials, gender, age, part/lot info for the head, and the doi. Also included in the updated information was a correction of the reason for the revision, which is now stated as: patient was complaining of pain. Surgeon removed metal insert and head, and had to remove lots of tissue, severe metallosis, possible pseudo tumor. When the updated information was originally incorporated into the complaint, the corrected reason for revision was missed. The corrected reason for revision affects the MDR decision, changing it from MDR-no to MDR-yes.

Manufacturer narrative:
Update: ** update** (B)(4) 2013 - on (B)(4) 2012, updated information was received, which included patient initials, gender, age, part/lot info for the head, and the doi. Also included in the updated information was a correction of the reason for the revision, which is now stated as: patient was complaining of pain. Surgeon removed metal insert and head, and had to remove lots of tissue, severe metallosis, possible pseudo tumor. When the updated information was originally incorporated into the complaint, the corrected reason for revision was missed. The corrected reason for revision affects the MDR decision, changing it from MDR-no to MDR-yes. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the femoral head product and lot combination. Review of the device history records and/or a lot specific complaint database search was not possible for the liner as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.